Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rect0196 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that prior to place on the patient, the user use 5cc syringe for testing and device was found no leaks. After placement, the catheter was found leak and remove immediately. The catheter care training is arranged with head nurse. After the event, use another 4132105 to complete. And suggest the head nurse not to flush catheter with the syringe less than 10cc to avoid the catheter damage due to overpressure.

Event description:
It was reported that prior to place on the patient, the user use 5cc syringe for testing and device was found no leaks. After placement, the catheter was found leak and remove immediately. The catheter care training is arranged with head nurse. After the event, use another 4132105 to complete. And suggest the head nurse not to flush catheter with the syringe less than 10cc to avoid the catheter damage due to overpressure.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 2 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed a very small amount of use residue. An approximately 2.2 cm long segment of an IV catheter was returned on the catheter. Tensile weakness was observed in the catheter from the distal end of the strain relief to about the 8 cm depth marker. The sample was flushed with a 12 ml syringe of water and a leak was observed just proximal to the 3 cm depth marker, approximately 3.3 cm distal to the strain relief. A microscopic observation revealed a longitudinal spilt in the catheter at the leak site. The edges of the split were observed to be mostly straight and the fracture surfaces were observed to be flat and granular. No additional damage was observed on the inner walls of the catheter. While the exact cause of the split in the catheter is unknown, the reported event description suggests the catheter was most-likely damaged during use, possibly due to stylet damage, over-pressurization, or sharp instrument damage. However, no evidence was found on the returned sample that indicated a specific root cause. A lot history review (lhr) of rect0196 showed seven other similar product complaint(s) from this lot number.